Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the system had an error 319. The customer restarted the system twice; but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the error 319 pointing to the universal surgical manipulator (usm2). The tse advised the customer to restart the system with emergency power off (epo). But the issue continued. The customer disabled the usm2 and continued the procedure with remaining 3 arms. There was no report of patient injury. Isi has followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 usms. The issue occurred after the customer cleaned the endoscope. No issues have been observed while setting up the system. However, the customer did encounter an issue with the usm at the start of the procedure. The customer attempted to restart the system prior to calling for technical support. The procedure has been in progress for almost 2 hours before the issue occurred. There was no outside influence that were impeding movement of the system. There was no harm to the patient. It is unknown if the system was inspected prior to use, but standard procedures were followed. The arm did work normally the first half of the procedure. In addition, the patient suffered a myocardial infraction (mi) postoperatively. The customer had to pause one of patient's blood thinners (plavix) which probably was the cause of his mi. This was not a direct surgical complication and had nothing to do with the failure of the arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the usm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history identified patient identifier (B)(6) was created to capture the post-operative complication of mi in the patient. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 319 pointing to the usm related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered as reportable malfunction event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue via remotefe logs. The usm was tested on an in-house system in normal mode where it failed triggering a 319 error fault. The usm was then tested on a in-house system and failed testing. A gold rolling loop fiber assembly was installed and the error cleared. The original gold rolling loop fiber assembly was installed, and the error returned. The root cause is confirmed to be due to a component failure

Event description:
Refer to h10/h11 for follow-up information.